Manufacturer narrative:
The reported uncomfortable stimulation and impedance issues were not confirmed. The lead was returned cut in 2 pieces as a consequence of the explant procedure. Visual inspection did not identify any anomalies that would contribute to the reported issues. Both lead segments passed continuity and electrode to electrode isolation testing. The root cause of the reported issue could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2020-49023, 1627487-2020-49025, 1627487-2020-49026. Additional information was received that patient also experienced shocking in ipg pocket. Surgery occurred to address the issue. During the surgery, one anchor and one lead were found to be broken. The system was replaced to address the issue. It is unknown which anchor and lead were broken so all suspected devices are being reported.

Manufacturer narrative:
Additional device information: certain information submitted in earlier report has been corrected. Information submitted in earlier report has been corrected. Device code: "2285 - low impedance" should have been included in previous MDR.

Manufacturer narrative:
Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32703. It was reported that patient fell and experienced uncomfortable therapy in the wrong location. Diagnostics showed low impedance on multiple contacts of the leads. Surgery may occur to address the issue.